Event description:
A customer contacted baxter's technical service center to report having a large drain volume during therapy on the homechoice (hc) machine. The home patient (hp) stated that during his last therapy session he ended up draining approximately 3200mls. The hp stated his typical fill volume is 1800mls. The hp also stated he felt bloated during therapy, before draining out 3200mls. The hp stated he was concerned the alarms for the hc are no longer working. The technical service representative (tsr) explained to the hp the parameters for the alarms. The total volume was 9000mls. The total time was 9 hours. The last fill volume was 1800mls. The dextrose was set to same. The initial drain alarm was set to 0mls. The tsr offered a swap of the device. Product surveillance contacted the home patient (hp) regarding the reported events. The hp stated he did not know what may have caused or contributed to the large drain volume reported in this complaint. He stated he did not bypass any low drain volume alarms or the initial drain. The hp has since received a new cycler and has not had any problems with it. There was no patient injury or medical intervention reported. The reported largest prescribed fill volume of 1800mls and the drain volume of 3200mls meet increased intra peritoneal volume criteria.

Event description:
The customer stated that two samples from the same patient were hcv positive by polymerase chain reaction (pcr). The same patient tested negative with the axsym anti-hcv assay and weakly positive using another method. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation was conducted in response to the complaint. A search was performed on (B)(6) 2009 did not identify further complaints with similar issue or with alleged deficiency related to this product. A review was also performed from (B)(6) 2009 for list number 3b44 did not identify any adverse trend similar to this issue. The analytical and clinical sensitivity of the axsym hcv version 3.0 reagent were tested with performance within the typical ranges and within the customers satisfactions. Testing of two commercial anti-hcv seroconversion panels with lot number 76466lf00 showed the expected values of reactive results comparable to internal historical data. The complaint manufacturing records were also reviewed for lot number 76466lf00 with no issues related to the complaint were identified. The reagent package insert states that non-reactive test results in individuals with prior exposure to hcv may be due to antibody levels below the detection limit of this assay or lack of antibody reactivity to the antigens used in this assay. It also states that for diagnostic purposes, the anti-hcv reactivity should be correlated with patient history and other hepatitis markers for diagnosis of acute or chronic infections. Based on the investigation results, it was determined that the axsym hcv version 3.0 reagent is performing as intended and no malfunction was identified.

Manufacturer narrative:
(B) (4)this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.